Event description:
It was reported that this pacemaker exhibited undersensing for the patients right atrial (ra) channel. Technical services (ts) was consulted and discussed the device programmed settings, with reprogramming recommended. This pacemaker remains in service. No adverse patient effects were reported.